Event description:
The endoscope was placed at the top of the esophagus to view placement following the bravo ph capsule deployment at 31 cm. The suction used for the procedure was appropriate. The device did not completely attach to the inside of the esophagus and slipped down into the stomach. The endoscope showed a small amount of heme and a small lesion on the tissue where the clip attachment was attempted. The pt. Was transported to the post procedural area without injury.